Event description:
We had an alarm 46, accelerometer system alarm, as soon as the prime started and at the 275 ml whole blood processed point. We also had an alarm 18, system pressure alarm twice. We were concerned about being able to complete the treatment without harm to the pt. We were also concerned about the cellex instrument malfunctioning and therefore ended the treatment at the 354ml whole blood processed point. All blood was returned to the pt.the pt was successfully treated on another cellex instrument. The MFR response follows: the customer reported accelerometer alarms. Found power switch wires in contact with centrifuge housing.wires were repositioned away from centrifuge housing. A mod 9 accelerator calibration procedure was performed. The accelerometer parameters were within specification. Verified operation per section 7 checkout procedure. The customer accepted the operation as correct. Repairs have returned this instrument to expected operation. All required documentation will be given to the customer.